Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer were hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 31.8 mmol/l at the time of hospitalization. Customer¿s current blood glucose level was 9.6 mmol/l. Customer was treated with liquids intravenous insulin drip, overnight stay. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had nausea, thirsty, frequent toilet visits, tiredness and fatigue symptoms. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.